Event description:
A hospital representative reported that during vitrectomy surgery, the vitrectomy probe would not cut. The customer opened a new pak and replaced the probe, enabling completion of the procedure. No patient harm was reported. This is the first of two reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).